Manufacturer narrative:
(B)(4). This event occurred in (B)(4).

Event description:
The customer received a data flag indicating a clotted sample on all results from the clinical chemistry analyzer for one patient sample. However, the same patient sample was tested on the cobas 8000 e 801 module and questionable low results were received with no data flag for elecsys ferritin, elecsys ft4 ii assay, and elecsys folate iii. The questionable results were reported outside of the laboratory and were questioned by the physician. The sample was repeated on (B)(6) 2017 with "normal" results and corrections were made. Of the data provided, only the ferritin result was a reportable malfunction. The initial result was 0.819 ug/l and the repeat result was 29.9 ug/l. There was no allegation of an adverse event. The ferritin reagent lot number was 15106600. The expiration date was requested but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The most probable causes include a pre-analytic issue with the patient sample or an issue with the pipetting of the sample due to tilted 13 mm tubes since rack adapters for the 13 mm tubes was not used. A pipetting issue could also have been caused by the presence of foam or air bubbles on the surface of the sample. The provided calibration and qc data was acceptable.